Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. .

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery with mild calcification. Pre-dilatation was performed and the 3.5 x 15 mm xience v stent was implanted; however, a dissection occurred in the mid lad, at the stent. A 4.0 x 15 mm xience v stent was used to treat the dissection. There were no adverse patient effects. No additional information was provided.